Event description:
The consumer reported that the patient had been vomiting. Additional information received from the consumer in response to follow-up reported that, as of (B)(6) 2016, they had not visited with a physician yet. Her gastro issues were on the back burner as she also had unrelated issue with her lungs. She was not currently having issues with vomiting but felt the device was moving in the pocket and would maybe tilt/flip out slightly when the patient was in certain positions. She experienced intermittent shocking while the device moved in certain positions. The patient was also constipated. No action had been taken and the consumer was unsure when they would take action. Additional information received from the consumer reported that the patient had also been in pain. The vomiting and pain had occurred since (B)(6) 2015, about a week after implant. The patient was trying to find a healthcare provider (hcp) that could implant these devices in addition to make adjustments. The indication for use was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.